Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. However, inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Two tick marks appear in dose window when zero mark appears in the alignment gage window. Inpen passed front cap investigation. In conclusion: inpen passed all required testing. No anomalies were noted, and all functions tested ok. Dose log/report data inaccuracy was not confirmed. However, misaligned dial noted during testing that could have cause inaccurate register doses in mobile app. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia the customer reported incorrect dose logs and difficult to dial/dose, dose log/report data inaccuracy. The customer reported blood glucose value of 325 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-105nngyna, mmt-8060. Customer reported the inpen issues and customer also mentioned incorrect dose logs dialed 12 units, but app only logs 11.5 units customer mentioned inpen was new, and less than a month old customer mentioned inpen dial feels stiff/difficult to turn. Customer mentioned that inpen doens't make the same clicking sound when knob turned, compared to other inpens in the past. The customer was requesting for a replacement inpen and it was in-warranty. Troubleshooting was performed. No further patient complications were reported. Mmt-105nngyna was requested and customer response was the device will be returned. No product return is required for mmt-8060.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.